Manufacturer narrative:
The baxter technician found the casters and right side brake needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters and right side brake resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the totalcare frame had an issue, brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.